Manufacturer narrative:
Concomitant medical products: 511212 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well and was seen in the hospital. It was found that the patient had a sepsis infection. An echocardiogram indicated vegetation on the leads. The device and atrial and right ventricular leads were explanted and replaced. The patient was placed on long-term antibiotic therapy. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.